Event description:
Customer reported that his insulin pump was not giving the correct amount of insulin during bolus delivery. Customer stated that his insulin pump was also alarming low battery, changed the battery and still alarmed low battery or failed to power. Customer also stated that the insulin pump sometimes go blank or freeze after battery change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.